Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, it was reported that the meter remote produced multiple meter 1 errors. There was no indication that the issue caused or contributed to an adverse event. This complaint is being reported because the issue may lead to a delay in treatment due to an inability to obtain blood glucose readings.

Manufacturer narrative:
Follow-up #1: date of submission 21-dec-2017- device evaluation: the pump has been returned and evaluated by product analysis on 01-dec-2017 with the following findings: a review of the meter history showed an error 1 sub code 27. The meter paired successfully with the test pump and no errors were duplicated during testing.